Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated there was a pump issue. As previously reported the pump was replaced on (B)(6) 2019 and the return status was unable to determined. The rep did not think the pump was returned. The rep was unsure if this was saved to be sent back. The rep was new to this account and was not present at the replacement. The rep was in the process of trying to obtain more information. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was baclofen (unknown) with an unknown dose and concentration. The reason for use was not reported. It was reported that upon interrogation, pump log showed multiple device stalls. It was unknown when the issue started. No MRI or other external factors were noted to cause the stall. Troubleshooting included reading the pump logs. Actions that were taken to resolve the issue included replacing the pump on (B)(6) 2019. The hospital was in possession of the device, as they were not notified that it should be returned to the manufacturer since the rep was not aware of the issue until weeks after it was replaced. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.